Event description:
It was reported that the pump shut off unexpectedly requiring it to be connected to a power source to turn back on. There was no reported adverse impact to the customer's blood glucose level. Technical support educated the customer on resetting procedures and determined the need to replace the pump. The customer was informed and agreed to use alternate insulin therapy via multiple daily injections while awaiting the replacement. Technical support confirmed the pump's serial number, shipping address, and instructed on storage and return procedures for the faulty pump.